Manufacturer narrative:
Updated all the imdrf codes and manufacturer contact information.

Event description:
Philips received a complaint on the tempus pro indicating that the screen turns blank after switching the device on. Confirmed complaint. Technical investigation found out the unit will not complete the boot cycle. The trizeps board was not seated correctly. Once the trizeps was reseated device functions working correctly. Device was soaked for 4 days to ensure is working correctly. Calibrated nbp and co2. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.